Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump passed the displacement, rewind , basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump. Customer's blood glucose was 500 mg/dl. The customer treated their blood glucose with the insulin pen. Troubleshooting for the customer's high blood glucose was declined. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.